Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 29-dec-2025, a sales representative reported via phone that an ar-3636 knotless 1.8 fibertak soft anchor experienced an issue during a labrum repair procedure. The repair suture was intertwined with the shuttling suture, preventing successful shuttling. The sutures appeared to be swedged or tangled before use. The sutures were cut and retrieved from the patient. The case was delayed by less than 15 minutes, with no additional anesthesia required. A replacement ar-3636 knotless 1.8 fibertak soft anchor was used to complete the procedure. No patient harm was reported.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided, which may include the returned device (if available), photographs, videos, event description, and any additional field input, arthrex has determined the most likely cause. The most likely cause is attributed to handling-related factors during device preparation or use, which may have resulted in the repair suture becoming intertwined with the shuttling suture, preventing successful shuttling.